Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-01046 for a description of the second device. It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached and was captured within the capio device when the physician went to place the mesh leg through the arcus tendineus. The pinnacle device was removed from the pt, and a second one was used to complete the case. The pt suffered no complications, and is reportedly "fine" post-procedure.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-01046 for a description of the second device. It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached and was captured within the capio device when the physician went to place the mesh leg through the arcus tendineous. The pinnacle device was removed from the patient, and a second one was used to complete the case. The patient suffered no complications, and is reportedly "fine" post-procedure.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The most probable cause for the suture detachment is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the suture detachment has been corrected from could not be determined to design. A CAPA has been initiated to address this issue. The probable cause for the bent carrier observed on the capio suturing device has been corrected from could not be determined to being unrelated to this failure mode. The probable cause of the cracked handle has been corrected from could not be determined to shipping damage from the hospital to boston scientific.